Event description:
A customer contacted global technical services regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during dwell 3/4, patient connected. The technical service representative (tsr) explained the alarm and had home patient (hp) close clamps and cycle power to clear both the se 2240 and se 2367 alarms. The tsr advised to either start over with new supplies or finish with manuals. Proper procedures per the user manual was reviewed with the hp. No injury or medical intervention was reported. Product surveillance spoke with the hp on (B)(6) 2010 regarding the reported problem. The hp stated that she ended therapy as instructed and finished with manuals. The hp was unsure of what the cause was; there were no separations, leaks, holes, etc. The hp said she did not inform her nurse of the situation; the hp was advised to let the nurse know as soon as possible. The hp said that she discarded the supplies used at the time and did not have the lot numbers at all. The hp stated they have been performing therapy fine without further complications.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore, a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3/4 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).